Manufacturer narrative:
Product sample was returned with no shunt and no pouch. The express delivery system (eds) handle and a blister were returned. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. The sample was visually inspected. The eds wire was squeezed to the dent and was fully retracted. The eds tip was slightly deformed. At this time, the root cause could not be identified. Add'l info was requested via mail on 07/12/2011, via fax on 07/12/2011; via phone on 07/20/2011 and 07/26/2011. At this time add'l info has not been received. (B)(4).

Event description:
A facility reported the product was defective and would not release properly. It was noted a trabeculectomy was performed instead. Add'l info has been requested.